Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented during pacemaker implant procedure. Upon interrogation, the right ventricular lead exhibited high capture thresholds and instances of loss of capture. The physician exchanged the active lead for a passive lead. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned for analysis measuring 58.4 cm. With a soft stylet. Visual and x-ray examination found the helix retracted and clogged with blood/tissue and no other anomalies. No conductor fractures or internal shorts were found. The reported events of loss of capture and high capture thresholds were not confirmed.